Manufacturer narrative:
The system logs were provided for analysis. During log investigation there were instances of recoverable errors found. The logs showed that the software was functioning as designed and the issue was due to a hardware issue with the starter micro-controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi-500-01065, (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when the system booted up, the generator had a red x. There was no patient present when this issue was identified.